Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator potentially emitted a red blinking light indicating a potential product performance issue with this pacemaker. A boston scientific company representative noted that the patient was not enrolled in the remote home monitoring system and discussed that the communicator would blink yellow in that case due to being in a suspend monitoring condition. The boston scientific company representative requested the health care professional (hcp) verify the color of the light. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.